Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet insulin pump began exhibiting display glitching, and subsequently the screen went completely blank and would not power on even when placed on the charging pad, while the customer¿s blood glucose was 200 mg/dl. Symptoms included no user-facing visual display. Outcomes included device unavailability and the customer discontinuing use and transitioning to an alternate pump. Investigation included remote troubleshooting and education with the user. Investigation of the returned device revealed no display or power subsystem failure, not consistent with a hardware malfunction and an unresponsive sleep/wake function.